Manufacturer narrative:
(B)(4). This complaint is for a report of use error-breach in aseptic technique. A batch review was not performed because the lot number was unknown. This issue was confirmed because it was reported that patient made mistake in dialysis procedure, which is a use error/poor aseptic technique can cause contamination. The label review was performed and found to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of mistake of dialysis procedure and peritonitis bacterial in a patient coincident with dianeal-n pd4 1.5 and dianeal-n pd4 2.5 therapies. On (B)(6) 2012, the patient contacted baxter (B)(4) technical service center to report that he experienced peritoneal cloudy effluent which required hospitalization. The physician provided the following clarification. On an unreported date, the patient experienced mistake in dialysis procedure. On (B)(6) 2012, the patient experienced peritonitis bacterial as evidenced by peritoneal cloudy effluent which required hospitalization. The patient began remedial therapy with cefazolin. The cause of the peritonitis was mistake of dialysis procedure. It was not reported if the patient was retrained in aseptic procedure. The peritonitis was resolving. The physician stated that the event of peritonitis was unrelated to dianeal therapy.